Manufacturer narrative:
.

Event description:
It was reported that during an angioplasty/atherectomy treatment procedure, an atherotome came off in the lesion. The 99% stenotic lesion was located in the biliary tree. The physician used a 9f sheath to access the lesion. He performed one inflation to 8atms with the cutting balloon, then met resistance during removal of the device. The atherotome had come off in the lesion. The physician post-dilated the lesion with a regular pta balloon, then placed a catheter through the target lesion into the jejunum. The patient was fine throughout the procedure and was sent home afterward. The physician felt that the atherotome was unlikely to travel and any further intervention to retrieve it might be more harmful than beneficial to the patient. The physician plans to see the patient in one week for evaluation of the success of the stricture dilation. If he sees the atherotome at that time, he will consider retrieving it with a snare based on his reassessment findings. He feels that the patient's safety is not at all compromised due to this event.